Event description:
Voluntary medwatch received states the patient¿s presented with infection at the implanted device pocket site. The pacemaker, right ventricular lead and right atrial lead were explanted due to the infection. No additional adverse patient effects were reported.